Manufacturer narrative:
After battery installation, the insulin pump alarmed pump error followed by another pump error constantly due to corroded electronic assembly. The motor was found with traces of corrosion. Unable to verify software version or perform displacement test due to pump errors. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a crack on the battery compartment. They did not know how the damage occurred. The customer¿s blood glucose was unknown. The device was returned for analysis.

Manufacturer narrative:
After battery installation unit alarmed inter processor communication error followed by the main arm cannot communicate with the motor arm constantly due to corroded electronic assembly. The motor was found with traces of corrosion. Unable to verify software version or perform displacement test due to inter processor communication error and the main arm cannot communicate with the motor arm. Device received with cracked case on the back at the battery tube area. Device received with missing display window cover. Device received with minor scratched display window, case and keypad overlay texture damaged.